Event description:
It was reported by that the home patient (hp) did not follow proper procedure when setting up for therapy and priming the patient line for peritoneal dialysis (pd) therapy. The hp stated that they kept the white clamp closed on the patient line when setting up and that they did not open it until after they connected once the priming was completed. The technical service representative (tsr) explained in great detail, why the patient line clamp must be open during the prime for the homechoice (hc) device to fully prime the line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient did not open their patient line clamp during the prime, after which they connected for therapy. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It instructs the user to open the clamp on the patient line to ensure proper priming. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.